Manufacturer narrative:
(B)(4) other device used: catalog #unk, unknown zimmer harris/galante cup, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a fractured high-density polyethylene liner and a large cyst.